Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.

Event description:
In (B)(6) 2015, the patient underwent a left side ifuse si joint arthrodesis where four ifuse implants were placed. One implant was removed intraoperatively leaving three implants. The patient complained of radiating leg pain following the initial surgery. A CT scan revealed that the second implant was impinging on the neuroforamen. Two weeks after the initial surgery, the surgeon performed a revision surgery where he backed out the second implant a few millimeters to relieve the impingement. He also backed out the third implant a few millimeters as a precaution even though it was not impinging on the neuroforamen. No other existing implants were adjusted or removed. The condition of the patient following the surgery will be determined in subsequent follow-up visits.